Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 38 mg/dl after the customer was found unconscious. The customer was treated with manual injection and food. The customer was wearing the insulin pump during the hospitalization. The customer was also hospitalized on (B)(6) 2017 for blood glucose levels of 36 mg/dl. The customer stated that they overcorrected their blood glucose levels. The customer treated their blood glucose levels with manual injections. The customer did not troubleshoot and did not send the product back for analysis.